Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a novasure procedure I on (B)(6) 2023, the patient reported that during the procedure no issues were reported and the patient was sent home the same day. Within 48 hours the patient reported unbearable pain, sweating and became very pale. The patient was admitted to the emergency room where after imaging was performed a uterine perforation and bowel perforation was observed. It was reported that later the patient on (B)(6) 2023 went into sepsis and required a surgery to remove 6 inches of small intestine and intubation as well as parenteral nutrition. Patient remained in the hospital for 3 weeks where she received therapy to recover. Patient reported that after the surgery related to the perforation of the small intestine required adaptation and later experienced pelvic pain and bleeding issues from the uterus which later required a hysterectomy on (B)(6) 2026. On a follow up the patient reported that her condition had returned to normal. No other information available.